Event description:
Same case as MFR report # : 3005099803-2008-01293. It was reported that during an ercp (endoscopic retrograde cholangiopancreatography) procedure, the extractor balloon burst. During the ercp procedure while performing an extraction sweep in the biliary duct, the extractor balloon burst. A second extractor balloon was used and also burst while during a stone extraction sweep. A third extractor balloon was used to successfully complete the procedure. There were no patient complications and the patient was reported to be fine post procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.